Event description:
Given heparin regularly as a dialysis patient at a davita location. Had been complaining after the last few dialysis about hot and cold extremities, hours before his death he complained of stomach pain and upset. Went to sleep on the couch and never woke up. Dose or amount: unknown, frequency: with dialysis, route: hemodialysis. Dates of use: 2007. Diagnosis or reasons for use: renal failure. Event abated after use stopped or dose reduced: no.